Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
The consumer and health care provider (hcp) reported that the last setting the hcp had the patient on made their whole abdominal area jump and it was painful. This was due to a sudden change in therapy or symptoms. There were no trauma or falls that could be related to the issue. The hcp turned off the implantable neurostimulator (ins) in (B)(6) 2010 and then removed the device because they had exhausted all of their options. The patient had their ins removed on (B)(6) 2010 as they weren't experiencing control of their symptoms. The surgeon left the lead wires in when they took out the ins and the patient wanted to know if it was safe to have an MRI. The cause of the event was failure to respond and it was unknown what the issue was. The patient required hospitalization due to the event. The patient had no injury and recovered without sequelae. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.